Event description:
Mckinley medical has filed this report after becoming aware of a reportable event with an anesthesia kit (used for administration of a local anesthetic agent). A customer reported that a catheter included in the anesthesia kit broke during removal from the surgery site. A separate procedure was conducted to remove the catheter remnant.

Manufacturer narrative:
Device evaluation by manufacturer: mckinley medical purchases the catheter from another manufacturer and includes it in the anesthesia kit along with other components. Mckinley is not the manufacturer of the catheter and cannot evaluate it to determine if it did not meet performance specifications. Mckinley forwards the catheter and information concerning the breakage to the catheter manufacturer for their evaluation and analysis.